Manufacturer narrative:
Pump passed functional test including prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Button press history file shows that on (B)(6) at 11:35:43 a bolus of 3.60u was programmed and delivered. Pump was monitored. No unexpected boluses noted. Boluses were programmed and delivered during testing. Boluses recorded properly in bolus history. Daily totals functioned properly. Units left on status screen matched units left in reservoir. No delivery anomaly noted. Cracked reservoir tube lip, cracked display window, cracked case near display window corners and scratched display window noted.(B)(4).

Event description:
Customer's mother reported her daughter's insulin pump was delivering too much insulin. The mother stated that she had programmed a 3 unit bolus but the insulin pump delivered a 10 unit bolus. The mother stated the insulin pump's malfunction caused her daughter's blood glucose to drop. The daughter's blood glucose was 250 mg/dl at the time of the call. The mother also reported the issue had been occuring for the past 3 months. She also stated that there was an unprogrammed bolus found in the bolus history. Troubleshooting occurred to verify the insulin pump was over-delivering insulin and delivering an unprogrammed/unrecorded insulin. Troubleshooting also found the insulin pump was able to pass the displacement test. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.